Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/20/2020. Additional information: d10. Investigation summary : it was reported performance breakage suture. Two empty labeled winding formers and two detached needles of product code y426h, lot pjm724 were received for evaluation. During the visual inspection of a detached needles, the swage and attachment area were noted to be as expected. Body fluids was present on needles and marks by use of a surgical instrument could be observed at the edge of the barrel hole, this condition causes that the suture was broken at the needle. The other section of the sutures were not received for evaluation. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, the assignable cause of the performance breakage suture is an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pjm724 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the suture was used. During the surgery, the suture broke. There were no patient consequences reported.